Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported failure. Failure analysis found the following: the instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. Additional observations not reported by site: the instrument tube extension exhibits signs of scratch marks/abrasion tube extension scratch marks measured roughly .060 x .110. The root cause of scratch marks /abrasions instrument tube extension is typically attributed to misuse /mishandling, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .108 - .177 in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to the misuse/mishandling.